Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure is the hose clamps for the manifold and heat exchanger needed to be replaced. Additional malfunctions are the inlet filter was dirty and the zip ties for the manifold and heat exchanger needed to be replaced.